Event description:
A faradrive steerable sheath clear was selected to be used in a pulse field ablation (pfa) procedure. A sheath malfunction was reported due to a break in its hemostatic valve. During aspiration, continuous air bubbles were observed entering through the valve, prompting the team to replace the sheath. The issue was identified as a performance-related failure of the hemostatic valve. No patient complications were reported. The device was used outside of a clinical trial setting, and the procedure was recorded using a non-boston scientific recording system. The issue was successfully resolved by replacing the device.